Event description:
Related manufacturer report number: 2017865-2021-32307. During a remote follow-up, a loss of capture threshold was noted on the right ventricular (rv) and left ventricular (lv) leads. Abbott technical support was contacted and recommended reprogramming to resolve the event, however, no intervention was performed at this time. The patient was admitted to the hospital and is awaiting reprogramming to be performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient experienced syncope, which was suspected to be due to the loss of capture. The patient was stable and will continue to be monitored.